Event description:
Pt experienced excoriation around the stoma site while using the device. The stoma site was treated topically with an antibiotic ointment. One pt involved. Event date given above is approximate.